Event description:
It was reported that at the end of a heart transplant procedure, after the new heart was in place, device reset caused it to shock the patient. Extensive cautery was used, but not more than normal for transplants. The device was removed, and no further patient complications were reported as a result of this event.